Event description:
As reported in 2008, this pt underwent attempted thoracic aneurysm repair using a gore tag thoracic endoprosthesis. The gore 24 fr introducer sheath with silicone pinch valve could not be advanced. Progressive balloon angioplasty was applied with deployment of balloon expandable stents, however, advancement could not be achieved. Upon removal of the sheath, the right common iliac artery ruptured. A gore excluder aaa endoprosthesis contralateral leg component was deployed within the right common iliac to repair the rupture. A trunk-ipsilateral leg component was deployed at the level of the renal arteries, but the device was deployed too low and the contra limb of the trunk component deployed within the right common iliac artery. A second contralateral leg component was deployed to reline the rupture. Coil embolization was attempted on the left common iliac artery, but the attempt was abandoned as the bleeding continued and blood pressure was falling. The pt was converted to open repair and all gore devices were explanted. The pt was transferred to ICU in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include but are not limited to surgical conversion. Additional devices implanted/explanted. Pxc121000, pxc121000, ts2430, ts2430. Please note a medwatch was also sent for the sheath (ts2430); reference medwatch#2017233-2008-00344.